Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 563 mg/dl; cause was unknown. A correction bolus was delivered to address the bg level. The customer declined further troubleshooting with tandem technical support.